Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, deformation, cloudy in the gel, wear abrasion and weight within specifications. No openings observed in the device cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional via regulatory agency reported right side capsular contracture, baker grade unknown and rupture. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Pharmacist reported of a capsular contracture (baker grade unknown) with reaction to a foreign body indicating a rupture, discovered at explant and following medical exams after explant. The report also mentions ¿no macroscopic rupture, no liquid, no lodge abnormalities¿. The device was removed and replaced. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and rupture.

Event description:
Healthcare professional via regulatory agency reported right side capsular contracture, baker grade unknown and rupture. Device has been explanted.